Manufacturer narrative:
To date, information suggests that these medical devices remain actively in service without further issue, if new information becomes available, this report will be further evaluated and updated.

Event description:
Boston scientific crm received information that this right ventricular (rv) lead in association with the implantable cardioverter defibrillator (ICD) may have exhibited myopotential oversensing based on the appearance of the electrocardiograms (egm) in patient follow-up. However, isometrics were negative. The patient did note some coughing spells where he coughs much harder than he did in the physician's office. Electrical re-programming to adjust device sensitivity to least was discussed, which was where the initial defibrillation threshold testing (dfts) was observed. There were no reports of adverse patient symptom associated with these clinical observations.